Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/20/2013 with the following findings: during the investigation, the complaint of lines through the display screen was not duplicated. During testing, the display screen was functional and fully illuminated with no signs of lines visible on the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a display (line through display) issue. It was reported that the display screen had lines on the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).